Manufacturer narrative:
(B) (4). The reported condition was confirmed. A visual inspection of the generator's exterior found heat damage to the top right side of the nose cone. An inspection of the interior found heat and/or smoke damage to the generator's lcd inverter, lcd assembly, display power cord, ethernet cable, ligasure one scanner, scanner shroud, two scanner cables and the plastic front panel shield. The cause of the damage was traced back to a shorted transformer on the ligasure inverter board, which possibly caused burning inside the unit. The cause of the short could not be determined. There is no trend associated with this incident. It is considered an isolated issue.

Event description:
The customer reported that during preparation, before patient involvement, the unit was powered on and smoke was seen coming from the unit shortly after. The top cover of the unit had noticeable damage from the overheat / smoke condition. Another machine was used and the case proceeded without complications. There was no delay or medical intervention.